Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The insulin pump would not allow her to insert the insulin. She was unable to setup the reservoir. Customer's blood glucose level was not reported. The insulin pump alarmed weak battery after troubleshooting. She did not have a new battery to troubleshoot. The device was not returned.